Manufacturer narrative:
Revision surgery to remove plate has not yet taken place, thus plate cannot be returned at this time.

Event description:
Dr. Saw patient today due to hardware failure. Original surgery for advancement of mandible and due to disassembled plate, mandible relapsed. Will have to be surgically removed. No date of surgery to remove has been scheduled at this time.